Manufacturer narrative:
Patient with a light adjustable lens in the right eye reported blurry vision, glare, and dryness. Upon examination, a central island was noted near the center of the lens, which is indicative of exposure to uv light. Upon follow-up it was noted that the patient was not compliant with uv spectacle wear. The lens was explanted on (B)(6) 2020. The explanted lens is in process of being returned. Device history record for the lens was reviewed. No issues were noted with the device history record. Device history record for the lens was reviewed. No issues were noted with the device history record.

Event description:
Patient with a light adjustable lens in the right eye reported blurry vision, glare, and dryness. Upon examination, a central island was noted near the center of the lens, which is indicative of exposure to uv light. Upon follow-up it was noted that the patient was not compliant with uv spectacle wear. The lens was explanted on (B)(6) 2020. The explanted lens is in process of being returned.

Manufacturer narrative:
Half of the lens was returned on (B)(6) 2020. The lens was noted to be cut through the center of the optic and was not in a condition for further evaluation.

Event description:
Patient with a light adjustable lens in the right eye reported blurry vision, glare, and dryness. Upon examination, a central island was noted near the center of the lens, which is indicative of exposure to uv light. Upon follow-up it was noted that the patient was not compliant with uv spectacle wear. The lens was explanted on (B)(6) 2020. The lens was sent back for evaluation, however the lens has not been received.

Manufacturer narrative:
Patient with a light adjustable lens in the right eye reported blurry vision, glare, and dryness. Upon examination, a central island was noted near the center of the lens, which is indicative of exposure to uv light. Upon follow-up it was noted that the patient was not compliant with uv spectacle wear. The lens was explanted on (B)(6) 2020. The lens was sent back for evaluation, however the lens has not been received.